Event description:
It was reported that the pump shut off unexpectedly. There was no reported impact to the customer¿s blood glucose level. The customer declined follow-up from technical support and was in the process of getting a renewal pump.